Event description:
It was reported that multiple cartridge alarms (alarm 20, alarm 30) occurred during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 98 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.